Event description:
Per the clinic, the patient experienced pain with device use which could not be resolved resulting in the decision to discontinue use of the device.

Manufacturer narrative:
Per the facility, the patient underwent explant surgery on (B)(6) 2015. The patient was also re-implanted with a new device on (B)(6) 2015. This report is filed 30 jul 2015.

Manufacturer narrative:
The implanted device remains.